Event description:
It was reported that the patient had a loss of therapeutic effect. It was stated that on (B)(6) 2013 the patient began having pain "out of the blue" that was "zinging." It was noted that the patient had painful "zings" under her left lower ribs, and it felt like the device had been "turned up." It was stated that the patient was seen the week prior to report for an adjustment because of a suspected end of battery life. If additional information is received, a supplemental report will be filed.

Event description:
It was previously reported that the patient felt that ¿something made the device go up¿ and it was ¿zapping¿ her really bad.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was still having concerns regarding the device or therapy but was working with her doctor. The patient had an appointment on (B)(6)-2013. It was noted that the patient wanted to talk to a manufacturer representative.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead. (B)(4).

Event description:
Follow up information obtained from the healthcare professional (hcp) reported that the cause of the event was that the patient felt that they pulled something or damaged ¿pacer¿ when reaching for an object. Specifically, it was noted that the patient had a possible muscle strain from twisting and bending over. The event was not attributed to the device. Impedance check on (B)(6) 2013 showed normal values. Reprogramming was performed on the same date at which time stimulationwas turned down slightly. The current was at 10.0 ma with a pulse width returned to a value of 330. Symptoms of pain and a ¿zinging¿ feeling were reported. No hospitalization was require for the event and the outcome was reported as non-serious injury.

Manufacturer narrative:
(B)(4).